Manufacturer narrative:
The device was not made available to the manufacturer for further investigation. No further investigation into this event is possible.

Event description:
During variceal ligation, the elastic bands did not deploy. The edge of the barrel assembly caused bleeding at the base of the varix. The device was checked prior to the endoscopy and functioned, but did not work during the case. The patient was admitted to the hospital for observation.